Event description:
The customer reported that the ventilator alarmed due to a vent inop data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised evaluation of the data acquisition pcb board for the reported problem. The biomedical engineer reported the data acquisition pcb board and data acquisition pcb to motor controller pcb cable were replaced to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.